Manufacturer narrative:
Internal report # (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. Defect was detected. Most likely underlying root cause: rc-061: storage outside specifications. Rc-072: vial left open for an extended period of time. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 185, 198 and 169 mg/dl. Customer is using the same hand and same finger. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 171 mg/dl and 160 mg/dl using meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 11/15/2020 and open vial date is 08/09/2019. Customer stated that since 08/09/2019, he has kept some of the test strips in the carrying case. Customer had another vial of the same lot number of test strips and opened to perform back to back tests during the call. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).